Event description:
It was reported that a spectrum pump had an volume was producing too low during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The evaluator found the pump to function as intended during evaluation and review of the evaluation assessment revealed no abnormalities that could cause or contribute to the event. Additionally, the pump was subject to all required service testing prior to return to the customer, including flow accuracy verification. Should additional relevant information become available, a supplemental report will be submitted.